Event description:
The lay user/pt contacted lifescan (lfs) in early 2009 and alleged that a onetouch ultrasmart meter was powering off during use. The customer service agent (csa) discovered that the pt had not replaced the battery in the meter as per the owner's manual. Replacement products were sent to the pt. This complaint is being classified based on the available info, as the pt could not be contacted back by lfs to obtain the additional info. The pt indicated that the alleged issue first started in 2008. It is unk if she was able to test her blood sugar regularly. It is also unk if she was taking regular dosage of diabetes medication or increased or decreased doses. She normally takes "combination of diabetes medications". It is unk how many times in a day she tests her blood sugar. She mentioned experiencing "hypoglycemia" sometime after the alleged issue started. It is unk what specific symptoms she was feeling. She mentioned treating her symptoms by eating/drinking more food. This complaint is being reported as the pt allegedly experienced "hypoglycemia" sometime after the reported issue started. It is unk whether she was able to test her blood sugar regularly or not.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.